Event description:
Pt on morphine drip via intravenous pump. Morphine administered at a faster rate than had been ordered. Pts respiratory status was not compromised because the pt was already on a respirator.